Event description:
It was reported that a cartridge alarm occurred. The customer's blood glucose level was high, but a specific value was not provided. The customer addressed the high blood glucose by administering a corrective injection using a multiple daily injection method, and there was no need for third-party assistance. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.